Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product event summary - (B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The device lasted 72 % of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Concomitant product: 4195 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
The device was removed, returned and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time); time of rrt in save to disk on (B)(6) 2013 device rrt<(><<)>=2.6251 volt.